Event description:
The lay-user/patient contacted lifescan alleging that his one touch ultrasmart meter's display was damaged. The technical service representative (tsr) corresponded with the patient four days later, to obtain/verify information. The patient obtained a blood glucose reading of "13.2 mmol/l" on the reported meter. He ate breakfast that same morning and took his morning daily does of "diamicron 1.5" later that same morning at around 10:15 am, the patient alleges that the meter's display was damaged after it was passed through an airport scanner. He described the meter's display as being "multi-colored." Around 10:30 am, the patient began to feel symptoms of having a "headache" and feeling "sweaty and fidgety." He was unable to test himself because of the display issue. After the symptoms developed, the patient used "ketone sticks" but it is not known what result was obtained. The patient walked into a doctor's office at around 10:45 am where his blood glucose was tested using an accucheck meter. A reading of "5.2 mmol/l" was obtained. The patient initially reported a reading of "22.2 mmol/l" during the original call to lifescan. Based on the meter symptoms, the patient drank "lucosade," a glucose drink, at 11:00 am. By 11:15 am, the patient's blood glucose was "14.2 mmol/l" and his symptoms were relieved. The patient was not hospitalized. This complaint is being reported due to the following conclusion: the patient developed symptoms of hypoglycemia and was unable to test his blood glucose. The patient waited until he got into a doctor's office to treat himself with a glucose drink to raise his blood glucose.